Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who guided them through inspecting and replacing the cartridge; successfully completing the load process and resuming insulin delivery.